Event description:
Report of leaking lever locks. Leaks are very small and very slow. Center is administering chemotherapy drugs. No patient or staff injury. Pharmacist states leaks are at junction of male end of the secondary set and female portion of the lever lock.